Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: according to the information received, ¿it was reported that the broken tongs¿. The product returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis revealed that two (2) of the four prongs were broken off; fragments were not returned for evaluation. No other defects that could have contributed to the reported event were observed. Given the apparent low incidence of complaints related to the breakage of the prongs a design defect is not suspected, and no corrective action is required at this time. Continue to monitor through normal post market surveillance procedures. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the emsys trl hd ext mb 22.225-28 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the depuy synthes (nc) quality system found no nc¿s associated with this product/lot combination. Corrected: h3.

Event description:
It was reported that the broken tongs.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.